Manufacturer narrative:
On (B)(4) 2015 a field service engineer (fse) was dispatched. The fse found that the sample needle was traveling too low, bending the needle slightly. The fse adjusted z-1 which correct the error: the customer resumed operations. The g7 analyzer was functioning as intended and errors cleared. No further action required by field service. The probable cause of the event was related to the z-1 axis being too low. A complaint history review for serial number (B)(4) was conducted from 05-sep-2014 through (B)(4) 2015 for similar complaints. There were three (3) similar complaints identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2015 a customer reported a 710 error (z-1 axis error) with the g7 analyzer. The customer states that this is a persistent problem in which service has been dispatched previously. The customer states the error has occurred 4 times today. The customer cleaned the loader tracks and the sample needle's drive gear, but the error persists. A field service engineer (fse) was dispatched. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.